Event description:
It was reported that when flushing catheter there was leakage. When the catheter was removed there is like a erosion opening at approximately 5 cm of the catheter. It was stated the responsible nurse strongly believes that the patient has used the catheter himself for injecting in at home. The patient will not share regarding this though.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one photograph depicting a portion of powerpicc catheter. Usage residue was observed on the depicted portion of catheter. A region of severe deformation was observed in the catheter tubing. The deformation appeared to include thinning and crumpling of the catheter wall. The extensive deformation appeared consistent with severe plastic deformation caused by over-pressurization (burst) damage. Such damage can occur if infusion of an occluded catheter is attempted. The product IFU states ¿if resistance is met when flushing, no further attempts should be made. Further flushing could result in catheter rupture with possible embolization. Refer to institutional protocol for clearing occluded catheters.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when flushing catheter there was leakage. When the catheter was removed there is like a erosion opening at approximately 5 cm of the catheter. It was stated the responsible nurse strongly believes that the patient has used the catheter himself for injecting in at home. The patient will not share regarding this though.